Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter had the following unresolved buttons/scanners issue: (up arrow button). There were no allegations of harm or injury.